Manufacturer narrative:
(B)(6). Device is a combination product. P select ous mr 20 x 3.00mm stent delivery system was returned for analysis broken into 2 sections with the distal section returned on a mandrel. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and tactile examination of the hypotube found multiple hypotube kinks. Visual and tactile examination of the shaft polymer extrusion found a break at the wire exchange port 118cm distal from distal end of strain relief, the outer shaft polymer extrusion has been stretched past the port bond break site for a distance of 11cm. Multiple sites of accordioned like damage was noted along the shaft polymer extrusion. The device was returned with a mandrel in the distal section of the broken device, in the inner shaft polymer extrusion (wire lumen) extending distally from the tip. The mandrel was stuck in the device. The pig tail loop at the distal end of the mandrel appeared to had been pulled out of shape. The od of the mandrel was measured and the result was within specification. Visual and microscopic examination of the tip found tip damage. The tip appeared stretched along mandrel. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03may2019. It was reported that crossing difficulty was encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 20 x 3.00 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications and the patient status is fine. However, returned device analysis revealed a shaft polymer extrusion break.